Event description:
Intralipid filter leaking upon inspection. Dampness noted on bed linen. Infusion and tubing changed. Defective tubing sent for inspection. Rn reconnected this filter to 2 tubings on either end and flushed through - could not replicate leakage, however product issue noted in case any trends are noted. *lot # provided is from current supply stocked in the unit. Packaging was not available for the product in use at patient bedside.